Manufacturer narrative:
Unit received with frozen display and constant tone due to corroded electronic assemblies. Unit received with corroded motor home switch. Unit received with cracked case at display window corners. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen. Customer's blood glucose was 107 mg/dl at the time of incident. Troubleshooting found that the pump beeps and vibrates by itself and the customer went into the swimming pool with the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.